Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) was not returned for evaluation. Log file analysis could not be performed since log files were not available for analysis. As a result, the reported low flow event could not be confirmed. Information provided from the site indicated that the patient experienced two episodes of syncope; the patient bit their lip and unspecified head trauma was noted. The patient also reported having fatigue, malaise and diarrhea with ¿undigested pills¿. Acute kidney injury (aki) and a supratherapeutic international normalized ratio (inr) were also demonstrated and the patient was admitted to the hospital. Upon admission, diuretics and anticoagulants were held and gentle intravenous (IV) hydration was given. Nephrology was consulted for aki, infectious disease for on-going diarrhea, driveline exit site drainage, and positive wound cultures for e. Coli and pseudomonas, and gastroenterology for rectal bleeding and diarrhea. An ultrasound for aki had no acute findings and renal function improved throughout the admission. Infectious disease service started IV antibiotics due to positive cultures and planned for chronic antibiotic suppression therapy after the IV antibiotic course. During the admission, the patient was also hypotensive. An esophagogastroduodenoscopy (egd) and colonoscopy r evealed gastritis, duodenal ulcers, and colonic polyps with removal. The patient continued to have lower gastrointestinal (gi) bleeding and hematemesis; a proton pump inhibitor IV infusion was started and the patient received a blood transfusion. Based on the limi ted information available, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow ca nnula/outflow graft, constriction at the outflow graft and/or poor vad filling. Per the instructions for use, renal dysfunction, neurological dysfunction, infection, and bleeding are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection, neurological dysfunction and bleeding events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room due to two episodes of syncope, one occurring the day prior to presentation and one the day of. Upon syncope on the day of admission the patient bit their lip and unspecified head trauma was noted. A head computerized tomography (CT) and chest x-ray were done which showed no acute findings. The patient also reported having fatigue, malaise and diarrhea with ¿undigested pills¿. Acute kidney injury (aki), low flows and a supratherapeutic international normalized ratio (inr) were also demonstrated and the patient was admitted to the hospital. Upon admission diuretics and anticoagulants were held due to laboratory findings and gentle intravenous (IV) hydration was given. Nephrology was consulted for aki, infectious disease for on-going diarrhea and driveline exit site drainage and positive wound cultures for e. Coli and pseudomonas, and gastroenterology for rectal bleeding and diarrhea. The patient also reported feeling anxious intermittently when neuropsychology evaluated the patient for transplant candidacy. Nephrology had an ultrasound ordered for aki which had no acute findings and renal function improved throughout the admission. Infectious disease service started IV antibiotics due to positive cultures and planned for chronic antibiotic suppression therapy after IV antibiotic course. On the third day of admission the patient was hypotensive and received IV albumin and fluids, medications held and hypotension improved. Gastroenterology performed esophagogastroduodenoscopy (egd) and colonoscopy on day eight (8) of the admission and found gastritis and duodenal ulcers on egd and colonoscopy showed colonic polyps with removal and a foreign object near the anal verge with ulceration and erythema surrounding the object which was thought to be a retained bullet or casing from a gunshot wound that occurred prior to vad implant. The patient continued to have lower gi bleeding and hematemesis on day twelve (12) of admission and was transferred to the intensive care unit (ICU) with hypotension and cool extremities. The day after admit to the ICU, a proton pump inhibitor IV infusion was started, invasive monitoring lines were placed, and two (2) units of packed red blood cells (prbc) were transfused. On day thirteen (13) of admission the patient still had melena but felt better and received another unit of prbc¿s. Anticoagulants were restarted the next day and patient was feeling much better with no active bleeding and stable hemoglobin. The day after resuming anticoagulants, a hematoma was observed at the injection site of subcutaneous anticoagulant and the site was monitored and on intervention was required. The patient discharged to home on day nineteen (19) of the admission once the inr was above 2. The vad remains in use. No further patient complications have been reported as a result of this event.